Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they treated the low blood glucose which caused the blood glucose to rise. The customer's blood glucose was 442 mg/dl at the time of incident. The customer was assisted in treating high blood glucose with bolus wizard. The insulin pump will not be returned for analysis.